Manufacturer narrative:
Section d1 brand name: corrected, section d4 catalog number: corrected, section d4 primary UDI number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic with tears in the modular cable. It was noted that the modular cable was taped up at the patient's last clinic. The customer planned to exchange the modular cable and system controller, but it was found that the modular cable was connected to the driveline very close to the exit site. The customer stated that the modular cable was ¿too banged up¿ and there was concern that they would not be able to reconnect if they were to exchange the modular cable. Technical services reviewed a submitted photo of the modular cable and noted that the metal was ¿marred¿ on the modular cable connector. It was decided to exchange only the system controller at that time. Log files were sent for review and captured routine events. The ventricular assist device (vad) and peripheral equipment were functioning as intended. There were no issues with pump function. Related manufacturer reference number: 2916596-2023-07643 (pump) & 2916596-2023-07644 (modular cable).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange could not be confirmed through this evaluation. Additional information communicated that a system controller exchange was performed; however, the reason for the exchange was not communicated. A log file was submitted for review, which captured data entries from (B)(6) 2023 at 12:41:35 to (B)(6) 2023 at 08:43:04. The log file capture routine power cable disconnect alarm events relating to power exchanges, which cleared after the exchange was completed. Driveline disconnect alarm event was not captured. Replacement of the modular cable is outlined in the labeling, which has two options that involves ¿replace the current modular cable with both a new modular cable and replacement system controller.¿ and ¿replace the current modular cable with a new modular cable only.¿ attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided, and no additional follow-up attempts will be performed. Device history record indicated the device was manufactured in accordance to manufacturing and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Under section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ also under this section, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use (IFU) under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, system operations, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ replacement of the modular cable is also outlined, which has two options: replacing the modular cable. One segment of the driveline includes the modular cable. If the modular cable needs to be replaced due to damage or fatigue, it can be accomplished in two ways. Option 1: replace the current modular cable with both a new modular cable and replacement system controller. Option 2: replace the current modular cable with a new modular cable only. No further information was provided. The manufacturer is closing the file on this event.